Event description:
The customer stated that the magnesium quality control had shifted out of range low on the architect c8000 with a new lot of calibrators. The customer stated that they had recalibrated twice with one set of calibrators and once with another set of the same lot. No other assays are affected and all maintenance is current. The abbott customer technical advocate (cta) shipped a new lot of calibrators. The customer stated that the new lot of calibrators worked without any issues. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.